Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the severely tortuous, severly calcified and 99% stenotic mid right coronary artery. The physician advanced the 3.0 x 12mm quantum maverick balloon to the lesion and inflated the balloon to 16atms several times with the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with the deployment and post dilatation of a stent with another 3.0 x 12 mm quantum maverick balloon. Patient status is reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.